Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) with spyglass procedure performed on (B)(6) 2022. During the procedure, resistance was met when the physician tried to pass the spyscope ds ii over guidewire into the cbd. The physician straighten out scope position and reapproach papilla but too much resistance was met and eventually, visualization was lost during this articulation. The spyscope ds ii was disconnected and reconnected back to the controller; however, the problem was not resolved. The procedure was not completed due to this event and the patient was brought to interventional radiologist for percutaneous drainage. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) with spyglass procedure performed on (B)(6) 2022. During the procedure, resistance was met when the physician tried to pass the spyscope ds ii over guidewire into the cbd. The physician straighten out scope position and reapproach papilla but too much resistance was met and eventually, visualization was lost during this articulation. The spyscope ds ii was disconnected and reconnected back to the controller; however, the problem was not resolved. The procedure was not completed due to this event and the patient was brought to interventional radiologist for percutaneous drainage. There were no patient complications reported as a result of this event.